Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a critical battery alarm. The battery was replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed because log files were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms can be attributed, but not limited, to communication errors between the controller and battery or can be due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). If information is provided in the future, a supplemental report will be issued.